Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. The event was not reproducible via testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient contact reported the patient woke up during treatment in drain 6 of 6. The patient felt bloated and felt her abdomen was "hard". Treatment data showed that the patient had drained 7382 ml out of a fill volume of 2206 ml. Treatment was discontinued. The patient was advised to contact her nurse. The cycler was replaced. During follow up the patient's nurse reported the patient felt better following the large drain. There was no adverse event associated with the potential overfill. The reported large drain of 7382 ml was 335% over the expected drain volume which resulted in a reportable device malfunction.